Manufacturer narrative:
The reported lead high impedances was confirmed. Microscopic inspection of the returned lead identified all broken wires in the lead body that would reflect reported event. This broken wire is consistent with the observation made in the field. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. In turn, the lead was explanted and replaced to address the issue.